Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to a faulty circulation pump. Device needing a circulation pump and was due for the 2000-hour preventive maintenance. The customer replaced the circulation pump and was unable to get the reservoir to fill. There was no suction coming out of the fill hose. No other information was provided. Reported issue: it was reported that the arctic sun device was getting error 2 (pre-warm inlet pressure error) and error 1 (pre-warm bypass flow error). A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting error 2 (pre-warm inlet pressure error) and error 1 (pre-warm bypass flow error), actual 3200 expected was 3500. Device needing a circulation pump and was due for the 2000-hour preventive maintenance, sending information to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting error 2 (pre-warm inlet pressure error) and error 1 (pre-warm bypass flow error), actual 3200 expected was 3500. Device needing a circulation pump and was due for the 2000-hour preventive maintenance, sending information to biomed.